Event description:
It was reported that the saw turns on by itself. There was no report of this being used during a procedure and the customer could provide no further info on the event.

Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is completed.